Manufacturer narrative:
Other relevant device(s) are: product ID: 9735825, serial/lot #: unknown, ubd: unknown, UDI#: unknown. No products have been returned to medtronic for analysis. (B)(4) are applicable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the patient interface box was working intermittently. There was no patient involved.